Manufacturer narrative:
H10: multiple attempts have been made on 29nov2023, 06dec2023, and 18dec2023 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1104 - backup alarm failed message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. A quote was provided for a replacement central processing unit (cpu) printed circuit board assembly (pcba). Investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).